Event description:
It was reported that during use of this bur in a hip shelf procedure, the cutting portion broke off the shank. This piece was retrieved and the procedure was completed with an another bur. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
As to date, the product has not been received for investigation. If the product is received, a follow up report will be sent. A review of this product's history for the past 2 yrs shows no other reports for this type of failure.